Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had cracks and chips on the battery compartment. The customer's blood glucose level at the time of incident was unknown. The customer states their levels had been as high as over 400mg/dl. The customer treated with the pump. The customer declined to troubleshoot for the highs. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked battery tube threads, broken reservoir tube lip and minor scratched display window.